Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840017540, 510k # k091974 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone l5-s1 transforaminal lumbar interbody fusion (tlif). On an unknown date, post-op, pedicle screws on both sides of s1 broke. Bone union had been completed at this point. Owing to the broken s1 screws and adjacent facet cystoma, the patient underwent screws replacement surgery and l4-l5 tlif. No fragment of the broken screws remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the screw has broken at the first thread under the multi-angle head. The angle of the fracture surface is 45 degrees. Witness marks on the inside of the saddle show that the rod may have been loaded angled to one side. There is notable post-failure damage to the fracture face, however, there are fatigue lines noted in the undamaged areas of the fracture face. The fracture appears to be the result of cyclic fatigue, this failure could have been accelerated by the angle of the screw head. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: radiological images review results: axial CT and lateral x-ray of l5-s1 tlif is shown. By report, both s1 screws have fractured. An interbody graft is present but there appears to be a paucity of bone in the interbody space. By report, fusion has occurred. A review of the rest of the CT would be helpful to confirm this. Additional information: g1, g2, h10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.